Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the level module. The unit operated to the manufacturer's specifications. The suspected part was returned to manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level module was constantly alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2018, but the log shows the system was not used on that date. The previous date the system was used is on (B)(6) 2018. On that date the alarm probe was reporting many disconnected events (alerts when the level is turned on). During laboratory analysis, the product surveillance technician (pst) observed the level module to operate as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.